Manufacturer narrative:
Per the customer, the biomed found the unit's fan was not running. The biomed will be replacing the fan.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was not making ice. The issue was found during user facility's biomedical engineer (biomed) operating room rounds. There was no surgery involved. There was no pt involvement.